Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivering insulin accurately. Caller reported patient was experiencing erratic blood glucose readings and on four occasions was incapable of self-treating due to diabetic state and required third party intervention. Requested return of the alleged device for evaluation; caller declined replacement.